Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with diffuse body rash. It was suspected that the patient was experiencing allergic reaction to the system since the system implant recently. The patient reported having a nickel allergy. Allergy test kit was used. It was also noted that a different type of soap was used to care for the patient during procedure that may be the cause. The patient received steroids to help clear the rash and would continue to be monitored.